Event description:
It was reported to boston scientific corp that a resolution clip device was prepared for a procedure being performed on (B) (6)2009. According to the complainant, during preparation, the blue grip separated from the outer sheath and the clip got caught inside the sheath. This device was not used. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed off and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).